Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision procedure. Prior examination of the patient's rv lead revealed over-sensing of noise resulting in inappropriate shock. The rv lead was capped and replaced on 21 mar 2023. The patient was stable throughout.